Event description:
According to the reporter: occurred during the procedure. The clips were applied to the vessel, but the clip applier got stuck and tore the vessel. To resolve the issue, hemostasis was required by using another device. Minor injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.